Event description:
Pt spontaneously stated that her cadd ms3 pump (sn # (B)(4)) has been reset. She doesn't know if she left the batteries out too long or not, but it is back to default settings. She is using backup pump. No harm to pt. Pump will be returned and replacement pump is being shipped out for tomorrow. No further info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No, reported to (B)(6) by pt/caregiver.